Event description:
Device malfunction: none. Time of symptoms: 1 day post-procedure. Symptoms: increasing facial droop and right-sided weakness. It was reported that the patient was admitted for acute cerebral infarct with right hemiparesis. The patient underwent lcca stenting two days later without any device performance issues. The patient was also found to have left mca stenosis. The day after the procedure the patient showed worsening of neurological symptoms. The patient had a repeat brain MRI which showed new left hemispheric cerebral infarct with intracerebral hemorrhage. The patient was treated with heparin and coumadin. This event resulted in prolonged hospitalization. The patient became more alert while in the hospital. She was eventually able to cooperate reasonably well with physical therapy. The patient was discharged eight days later to a skilled nursing facility. No additional information available.

Manufacturer narrative:
During process of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor.